Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-04818. It was reported that the patient reported advisory alarms that started the night of (B)(6) 2021. The patient was advised to clean their equipment, but on (B)(6) 2021 reported that the alarms started again while on batteries. A system controller exchange was done, which resolved the alarms. The alarms were determined to be intermittent power cable disconnect and low voltage advisory alarms that were able to be reproduced, especially when manipulating the black power cord. The patient did not have any adverse consequences but was assessed for left ventricle/atrioventricular thrombus prior to controller exchange to reduce risk of adverse event. On (B)(6) 2021, the patient was seen at the infection disease clinic for blood, pain, and pus coming from the driveline. A culture was taken, which grew corynebacterium species. Patient was prescribed 100mg of doxycycline to take twice a day. The patient reported increased redness, pain. And purulent drainage. The patient previously took keflex for 1 month.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was seen on (B)(6) 2021 in the infection disease clinic for blood, pain, and pus from the driveline. A culture was taken showing growth of corynebacterium species and antibiotics were ordered. The patient reported experiencing an increase in redness, pain, and purulent drainage. The patient¿s infection status remains ongoing. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation the heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values and the suggested anticoagulation modifications if there is a risk of bleeding. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted due to the driveline infection and given IV antibiotics, cultures were taken, and they were given a PICC line for at home antibiotics.